Event description:
It was reported that prior to a laparoscopic cholecystectomy procedure, the surgeon tried to fire the device but it was blocked. The procedure was completed with same like device. There were no adverse consequences to the patient. Additional information: the hospital didn`t say anything about jammed clip, but more that the firing trigger could not be pulled.

Manufacturer narrative:
(B)(4) = lockout premature, lockout broken, handle post broken the instrument was returned in good visual condition. The instrument was cycled, fed, and formed the remaining clips within manufacturing requirements when tested; however the device didn't lockout as intended. The instrument is designed to lockout when all the clips have been fired. The instrument was disassembled and the lockout posts were noted to be broken, which denotes that the lockout had been fired through as a results of the premature lock out. Therefore, the premature lock out incident leaded the event reported. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the damage observed at analysis. However, one possible cause for the lock out premature may be an over welding of the handle assembly during the manufacturing process. A batch record review was performed and no anomalies were found during the manufacturing process.